Event description:
It was reported that insyte ag bc global yel 24ga x 0.75in blood control feature was not working. The following information was provided by the initial reporter: it is necessary to puncture the patient on several occasions since the venocat 24 supplied by the pharmacy do not have blood return and it is not possible to take a blood sample, in addition to the fact that the catheter is too flexible and it becomes difficult to canalization. There is no physical or photographic evidence of the medical device.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte ag bc global yel 24ga x 0.75in blood control feature was not working. The following information was provided by the initial reporter: it is necessary to puncture the patient on several occasions since the venocat 24 supplied by the pharmacy do not have blood return and it is not possible to take a blood sample, in addition to the fact that the catheter is too flexible and it becomes difficult to canalization. There is no physical or photographic evidence of the medical device.